Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional report a lap-band port became disconnected from the lap-band. Explant surgery is scheduled and the port lap-band will be explanted.